Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken grip cable at the proximal end in the housing. The grip cable was fully broken at the clamping pulley on axis # 6. There was discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The instrument was found to have corrosion/contamination on both grip and pitch bearings. The pitch and grip input disk bearings have oxidation, characterized by orange discoloration. The corrosion was observed to be found on the outer ring components of the bearing. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument was not holding close. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.